Event description:
It was reported that the xience xpedition stent delivery system (sds) was looped and placed on the back table before use. During advancement of the sds on the guide wire, there was no resistance felt, but the hypotube separated. The point of separation on the sds was outside the anatomy and the stent had not yet reached the target lesion. The device was removed and there were no adverse patient effects. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.